Manufacturer narrative:
Concomitant medical products: h601h27, heart ring, implanted: (B)(6) 1997, 310c29, tissue valve, implanted: (B)(6) 2006. Dtma1d1, crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. No further patient complications have been reported as a result of this event.